Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. The location of the hernia was not reported. On the same day as hernia diagnosis, the patient was hospitalized for the event. Treatment rendered was not reported. On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient was recovering from the hernia event. It was not reported if dianeal therapy remained discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient experienced an abdominal hernia. The same day as diagnosis and hospitalization, the patient underwent surgery to repair the hernia. The patient was discharged nineteen days after admission. On an unreported date, dianeal therapies were reintroduced (previously discontinued). At the time of this report the patient was recovered from this hernia event and dianeal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.